Manufacturer narrative:
Product analysis: manufacturer's analysis confirmed the customer comment that the programmer had a blue screen. It was also indicated that the programmer was unable to be calibrated. It was indicated that a printed circuit board (pcb) was out of specification. The programmer was repaired and returned to service. Non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer had a blue screen multiple times and then would not re-boot. The programmer was returned for service. There was no patient involvement.